Manufacturer narrative:
This report is being submitted to report investigation findings. The device history record (DHR) for this device could not be reviewed because the manufacture/delivery dates are unknown. The instructions for use shipped with the device provides the user with the following information related to the reported event: page 1 of the tc-e400 instruction manual ¿important information-please read before use¿. Do not disassemble, modify or attempt to repair it. Otherwise, patient/user injury, equipment damage or malfunction can result. If an irregularity is suspected, refer to chapter 7, ¿troubleshooting¿. If the irregularity is still observed after consulting chapter 7, contact olympus. Do not climb on or lean over this energy cart and its accessories. Otherwise, the energy cart may be damaged. Conclusions : the root cause of the reported event is determined to be related to the user. When the user stumbled over the cord on the floor and their lost balance, the user grabbed the handle of the subject product (tc-e400) and fell down together, and then suffered with multiple cuts on the hand by the broken handle.

Manufacturer narrative:
The device in this report was not returned to olympus for evaluation. It was repaired in the field. The damage to the device was inadvertently caused by the nurse (patient in this case).

Event description:
It is reported that a nurse tripped over the cord of an unspecified piece of equipment. This caused the nurse to lose her balance. When she lost her balance, she grabbed onto the handle of the olympus cart containing an olympus ultrasound generator and olympus electrosurgical generator tipping it over onto the floor breaking the handle of the cart. The broken edges of the cart handle caused multiple cuts on her hand. The nurse was taken to the emergency room where she had an x-ray of her hand and the multiple cuts were sutured. No additional consequences have been reported as a result of this occurrence.